Event description:
Boston scientific received information that the left ventricle (lv) lead was dislodged. The lead explanted was replaced with another lv lead. This lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.